Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a lack of electrode connectivity. The initially implanted electrode did not offer connectivity and therefore did not connect with the test control during the procedure. No known cause. The electrode replacement while still in the room. Issue resolved. It was identified that there was no connectivity with the electrode and with that a new electrode was used that then it was possible to complete the procedure. The surgery occurred normally after the use of another electrode and everything went correctly, without harm to the patient. The electrode will not be returned or removed for analysis.